Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a disc was loaded with 20 exams and the system became unresponsive afterward. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.